Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). 8100 sn: (B)(4) customer stated that he was getting this error code 210.6020. Failure device type: failure problem type: failure mode: case resolution: I explain to the customer that the error code he's getting is that he would need to replace the keypad. The customer said ok and ended the call. Ref: (B)(4).